Event description:
Customer reported that he had low blood glucose of 35 mg/dl due to his insulin pump is pouring out the insulin and over delivered. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.